Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the consumer reported that there was stimulation in their bladder. They were not urinating all the time. The patient "could urinate good now and without their bladder holding it in."

Manufacturer narrative:
Concomitant medical devices: product ID 3889-28, lot# va0xtn5, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported after moving some furniture, she could not feel stimulation although therapy was on. This occurred on (B)(6) 2015. She was getting relief from therapy but thought a wire was loose from moving furniture and wanted to have an x-ray. Her healthcare provider office had her adjust stimulation and she could feel stimulation. She was on program 1 at 0.3 volts. She had been feeling stimulation in the bicycle seat area, but on (B)(6) 2015 she was feeling stimulation in the rectum and it felt like if she "had a bowel," it would come out. She increased stimulation to 0.6 volts and could not feel stimulation, but was getting 90 percent relief from therapy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.